Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was unknown.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was above the elective replacement indicator (eri) when received. Analysis of device image found the device was drawing high current. Electrical testing confirmed high current drain from the hybrid. An anomalous hybrid was found to be the cause of the high current drain and premature battery depletion.

Manufacturer narrative:
Correction to b5 should have been premature battery depletion not noise oversensing.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed premature battery depletion on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was unknown.

Event description:
New information note that the implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient was discharged from the hospital after the procedure.